Manufacturer narrative:
Device was returned to the manufacturer for evaluation. In addition, device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.

Event description:
It was reported that the setscrew backed out the screw and the rod slipped. No revision surgery has taken place at this time.